Manufacturer narrative:
Product complaint(B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual analysis revealed deformation/witness marks along one of the posterior grooves that is designed to slide into the locking feature of the mating tibial tray. The observed damage is consistent with unsuccessful insertion attempts during the procedure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :a manufacturing record evaluation were performed for the finished device DHR 151620605 / d22061109, it was manufactured on 11-jun-2022. 30 parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. 1) quantity manufactured: (B)(4). 2) date of manufacture: 11-jun-2022. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-may-2027. 5) IFU reference: msa0902-00-859.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mating parts do not fit together intraoperatively and polyethylene implant bearing wear.